Event description:
It was reported that the pump¿ battery is depleting faster than normal, pt must charge pump daily¿. There was no reported adverse impact to the customer. Customer declined additional follow up with support and no further corrective actions were documented.